Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient presented with a crossover from left to right. An inflatable penile prosthesis (ipp) revision surgery was performed in which the cylinders and pump were removed and replaced. During the procedure it was noted that the sizing incorrect for the patient . No further information was provided.